Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a faulty control panel processor pcb. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed control panel error message.